Manufacturer narrative:
This medwatch is being filed to relay additional information. This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
A piece of the device did fall into the patient during surgery. It was noticed by the surgeon and removed. No other adverse event was reported as a result of this malfunction.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected:b4, b5, d4, d10, g4, g7, h2, h3, h4, h6, h8, h10. Visual examination of the returned product/provided pictures identified the green valve had detached from the tip. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during the surgery, the green valve which set on the fan spray tip was came off from the tip during use. Fortunately, the surgeon noticed the valve was came off, he removed it from the surgical area. There was a 0-15 minute delay because the surgeon was seeking and removing the green valve from the surgical area. There was no adverse event reported as a result of this malfunction.